Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, there was difficulty crossing the lesion. The 95% stenosed lesion was located in a severely tortuous and severely calcified right coronary artery. Predilation was performed and the model-liberte bare (mr) ous 12mm 5.00 stent was advanced to the lesion, however, was unable to cross the distal part of the lesion and the proximal portion of the stent was opened. They re-ballooned the lesion and another model-liberte bare (mr) ous 12mm 5.00 stent was advanced and was unable to cross the lesion. The procedure was postponed. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the stent was positioned distally on the balloon with the proximal edge of the stent positioned 1mm distal to the distal edge of the proximal markerband. An examination of the stent found that the mid section of the stent was slightly stretched and there was a minor compression noted at the distal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).